Event description:
Pt came to surgeons office with groin pain. Revised right hip due to cup loosening. Some corrosion noted at head neck junction intraoperatively.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown restoration stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.